Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2017 with blood glucose of 500 mg/dl. Customer had symptom of high blood glucose; customer had vomiting, nausea, difficulty breathing, excessive thirst and abdominal pain. Customer was hospitalized due to diabetic ketoacidosis. Customer was hospitalized for five days and was treated with manual injections and sent home. Customer was wearing insulin pump at the time of hospitalization. Customer reported that each time the infusion set was removed, it was noticed that cannula was bent but no delivery alarm was not received. Troubleshooting was performed and customer was advised that insulin pump would be replaced.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, unexpected restart error test and displacement test. The insulin pump passed the displacement accuracy test. The insulin pump had received with cracked case at the display window corners, cracked display window, cracked battery tube threads and minor scratched display window.